Event description:
It was reported that this right ventricular (rv) lead exhibited lead fracture and noted noise, pacing impedance out of range and low amplitude. This lead was explanted and replaced. No additional adverse patient effects were reported. Additional information indicated that this lead also exhibited high pacing threshold. The lead will not be returned.

Event description:
It was reported that this right ventricular (rv) lead exhibited lead fracture and noted noise, pacing impedance out of range ad low amplitude. This lead was explanted and replaced. No additional adverse patient effects were reported.